Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. The lead was reprogrammed. On (B)(6) 2016, the lead was capped and replaced. The patient was in stable condition during and post operation.